Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue, it was found both mobile view station (mvs) 20amp fuses blown, they were ordered and replaced. System was tested and passed all checks, it was put back into use. No parts returned to manufacturer so no evaluation could be completed. No other issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called in to report that the mobile view station (mvs) will not boot and there is no line power indicated on the mvs after it was moved back to its storage location. The mvs was beeping after plugged it back into the wall. Troubleshooting the system was plugged into a known working outlet and was charging for about 10 minutes, there are no lights on the system and the imaging system was showing full battery levels but not actively charging. There was no patient present when this issue was identified.